Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-14477. It was reported one lead migrated and was confirmed by x-ray. Surgical intervention took place wherein the patient¿s system was explanted and replaced to address the issue. Ipg was electively replaced. Note: it is unknown which lead migrated as such both leads are being reported.